Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump did not deliver a bolus and as a result the customer had a diabetic ketoacidosis episode. Customer went to the emergency room as a result of diabetic ketoacidosis and high blood glucose levels. Customer was treated with IV and was wearing the device at the time they were admitted to the emergency room. Customer's current blood glucose level was 582 mg/dl. Customer was vomiting, thirsty and could not get their ketones down from 2.4. Troubleshooting for the high blood glucose levels was performed. Customer advised they received a no delivery alarm in the alarm history. Customer advised the bolus history does not account for all the boluses they have done in the past. Customer's insulin pump passed the high pressure test. Customer was advised that the device is working properly. Customer's mother was advised to monitor the customer's high blood glucose levels and follow up with their healthcare provider.